Event description:
Per the clinic, the patient developed swelling and pain, along with fluid accumulation at the implant site. The patient subsequently underwent a drainage procedure with pus evacuation and was treated with oral antibiotics. Microbial cultures obtained from swabs of the implant site tested positive for staphylococcus aureus. Despite continued antibiotic therapy and a repeat drainage procedure through the existing incision, the condition did not resolve. Consequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.